Manufacturer narrative:
G4: 18sep2020 .b4: (B)(6) 2020. The field service engineer (fse) replaced the front bezel to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported that the ipap display is flickering. The customer reported that when adjusting settings with the nav-ring the numbers are jumping. The customer reported that the unit was in use on patient , but there was no patient harm reported. The customer contacted product support and requested for service repair.